Event description:
Consumer complaint of high blood results. Customer states glucose readings in the morning should be 120-130 mg/dl. Results from memory show glucose result of 247 mg/dl at 11:00 am. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).